Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the black box showed multiple consecutive loss of prime events due to low non-zero force warnings on 06/10/2014. No loss of prime or any other alarms occurred during the investigation; product analysis was unable to duplicate the loss of prime complaint. The product performed within specification although the force sensor calibration reading was below specification. No contamination or damage was found to the force sensor plate and the force sensor resistance was within specification at 9.5k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.